Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. The pump was disposed of and will not be returned. Per representative, "[physician] did not feel it necessary to have the pump evaluated." There is no allegation of pump malfunction. A supplemental MDR will be submitted if any additional information is received. (B)(4).

Event description:
Representative reported a prometra ii pump (40 ml) explant. Pump was explanted due to possible metal allergy. Patient symptom included blotchy skin.